Event description:
Device malfunction: stent not mounted correctly/not in right place. Time of malfunction: before the procedure. Symptoms/ae: none. It was reported that during inspection of the omnilink .018 stent delivery sys, prior to use, it was noted that the stent was not mounted correctly and was not in the right place. The device was not used. There was no pt involvement. Though requested, add'l info was not provided.

Manufacturer narrative:
(B)(4). Eval summary: the omnilink .018 stent delivery system (sds) was returned with blood in the guide wire lumen and on the balloon, stent implant and sidearm. There was fluid in the inflation lumen. The stent implant was stationary on the balloon; however, the distal end of the stent implant was located 3 mm distal to the distal balloon marker. At the proximal end of the stent implant there were four stretched struts in the first row, one bent strut in the second row, and the sixth and seventh rows were bent. In addition, flared struts were found: two in the fifth row, four in the sixth and seventh row, and five in the eighth row. No other damage was noted to the stent implant. The balloon was tightly folded and there were crimp marks at the proximal end of the balloon which indicates the stent implant had been between the markers. No other anomalies were observed on the catheter. Based on the returned condition of the device and the investigation, it appears that the catheter may have been handled beyond the initial (prior to use) inspection. The omnilink .018 sds instructions for use, under the stent handling - precautions section, status, "do not remove the stent from its delivery system as removal may damage the stent and/or lead to stent embolization. The stent system is intended to perform as a sys. Special care must be taken not to handle or in any way disrupt the stent on the delivery sys. This is most important during delivery sys removal from the packaging, mandrel removal, placement over guide wire, and advancement through a guiding catheter or introducer sheath. Do not "roll" the mounted stent with your fingers as this action may loosen the stent from the delivery balloon." Based on the lot history record review and the successful passage of this lot at the final finished goods inspection, there is no indication that the device failed to meet its specifications. All omnilink devices are inspected on a 100% basis during mfg and each finished goods lot is also sample inspected and tested to meet specs. A review of the finished device lot history record revealed no non-conformity related to the incident and all released units from this lot met acceptance criteria per line reliability engineering testing. A review of the query of the complaint-handling database established no similarity to this complaint, which suggests that there are no lot specific product quality issues. A thorough analysis of the returned device did not demonstrate any product deficiency which could have contributed to the reported event. Stent movement may be caused by numerous factors including, but not limited to , inadequate stent crimping during mfg, interaction of the stent with the accessory devices, excessive amount of force applied to retract an undeployed stent into the guiding catheter/ introducer sheath, pt anatomy morphology, and lesion characteristics. A conclusive root cause for the movement of the stent could not be identified based on this investigation; however, it may have occurred prior to use during inspection handling and may be related to operational context.